Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 (event site postal code:(B)(6), event site state:(B)(6). A getinge field service engineer (fse) device was inspected on-site at the hospital. No blood entered the device. Device passed all factory-specified performance and safety indicator tests. Device has been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete - site name - (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) balloon rupture with blood, but the blood did not enter the device. The device was switched out with another one. There was no patient harm reported.